Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive maintenance the cs300 intra-aortic balloon pump (iabp) malfunctioned. Battery was too low reported. No patient involvement.